Manufacturer narrative:
The catheter was returned for evaluation. Visual inspection revealed the tip of the catheters had been caught in the seal of the pouch and cut off during packaging. This was evidenced by the void in the seal; therefore, the complaint is confirmed as reported.

Event description:
(B) (6). Date of event is (B) (6) /2010.according to the information received, an end user reported a cutoff catheter. The customer stated that the tip of the catheter was cut off, forming a sharp point and causing bleeding.